Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third-party service agent contacted physio-control to report that the customer's device would not recognize the hard paddles (catalog number: 11130-000061 - lot/serial number: (B)(4)) when connected. In this state, defibrillation therapy would not be able to be delivered. There was no patient use associated with the reported event.

Event description:
The third-party service agent contacted physio-control to report that the customer's device would not recognize the hard paddles (catalog number: 11130-000061 - lot/serial number: (B)(6) when connected. In this state, defibrillation therapy would not be able to be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 gtin of the initial medwatch report indicates: blank section d4 gtin of the initial medwatch report should indicate: (B)(4) section d4 serial # of the initial medwatch report indicates: unknown section d4 serial # of the initial medwatch report should indicate: (B)(4) section e1 initial reporter postal code of the initial medwatch report indicates: blank section e1 initial reporter postal code to FDA of the initial medwatch report should indicate: (B)(4) section h4 manufacturing date of the initial medwatch report indicates: blank section h4 manufacturing date of the initial medwatch report should indicate: 11/23/2015

Event description:
The third-party service agent contacted physio-control to report that the customer's device would not recognize the hard paddles catalog number: 11130-000061 - lot/serial number: (B)(4). When connected. In this state, defibrillation therapy would not be able to be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent isolated the cause of the reported issue to the standard hard paddles assembly accessory. The hard paddles were forwarded to the stryker failure analysis center, however they were not received properly and were considered lost in the shipment process. Therefore, further investigation was not possible. The cause of the reported issue was determined to be due to a failure of the standard hard paddles assembly.